Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, false atrial fibrillation and oversensing episodes were noted. The device was reprogrammed to decrease sensitivity, but undersensing was observed. No further intervention will be performed and the patient will continue to be monitored. The patient was in stable condition.